Event description:
While doing a first responder training class, I realized that an AED was not working properly although it showed that it was "ok" on the unit. I then pulled the other 3 aeds that were identical and they all said "ok" on them but none of them would recognize the pads attached, therefore making them unusable. This report captures lifepak 1000 defibrillator #1. All aeds were tested with attached pads as well as new pads. All are in date. Pt: 4582. Device: 2917, 1133. Ref: mw5189570, mw5189572, mw5189573.